Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. As received, the charger was unable to charge test battery packs. Upon evaluation, the q1 current controlling transistor and u13 processor were shorted. The cause of the inability to charge the battery packs is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem sn (B)(4) and reported that the charger was not charging the patient's batteries.